Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and dbs (deep brain stimulation) therapy indications. It was reported that the battery did not seem to be holding a charge long enough. Initially, they stated the controller battery was not holding a charge, but then clarified the ins battery was not holding a charge. Last night the ins battery was 3/4 full and was now 1/4 full. When they first got the rechargeable ins, they charged either once a day, twice a day, or every other day. Currently, they were charging every day. The patient had not recently been reprogrammed, switched to a new group, or needed to increase any parameters. The caller was redirected to their healthcare provider (hcp) to determine if the ins was holding a charge appropriately or not. No patient symptoms or further complications were reported as a result of this event.